Event description:
As reported, during a video laparoscopy inguinal hernia repair procedure, the surgeon tried to fixate a bard/davol polypropylene mesh (unspecified) using a sorbafix enhanced fixation device, the fasteners did not penetrate the tissue. As reported, there were no remnants of the device left inside the patient and there was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh into the tissue. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. When the sample is returned and evaluated, a supplemental emdr will be submitted to document the results. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ not returned.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh into the tissue. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. When the sample is returned and evaluated, a supplemental emdr will be submitted to document the results. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation and to correct lot number information. The subject device was returned for evaluation. Functional evaluation could not be completed as the device was received with the remaining fasteners bound to the mandrel. The fasteners became bound to the mandrel due to sample return delay and return conditions. No manufacturing anomalies found. Based on the sample evaluation and investigation performed, the reported event was inconclusive. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 685 units released for distribution in june, 2022 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a video laparoscopy inguinal hernia repair procedure, the surgeon tried to fixate a bard/davol polypropylene mesh (unspecified) using a sorbafix enhanced fixation device, the fasteners did not penetrate the tissue. As reported, there were no remnants of the device left inside the patient and there was no reported patient injury. Addendum: as reported, the patient underwent hernia repair using bard mesh, the sorbafix fixation device was unable to deploy as the fasteners would not fire with easy angle. It was reported, loose fastener was noticed and removed from patient body, there was no broken fastener. As reported, the case was completed using prolene thread sutures.